Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained discordant, falsely elevated cre_2c results on three patient samples on an advia chemistry xpt instrument. Siemens determined that the quality controls (qcs) were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced motor on mixer 2 and mixer paddles, and verified alignment. Then, the customer ran qcs and calibration, resulting acceptably. The cause of the discordant, falsely elevated cre_2c results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated creatinine 2, concentrated (cre_2c) results were obtained on three patient samples on an advia chemistry xpt instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia instrument, resulting lower. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cre_2c results.